Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: missing objective lens glue was due to degradation problem identified and damage to lens was due to stress problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, missing objective lens glue and chip on objective lens and light guide lens slightly chipped were found. There was no patient involvement.